Event description:
On (B)(6) 2015 the reporter contacted animas alleging that on an unspecified date, the patient experienced elevated blood glucose (bg) of 296mg/dl with large ketones, nausea, and vomiting associated with recurring call service 052 alarms. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management and discontinued insulin pump therapy. The reporter noted that the alarm had occurred three or more times in the past 30 days. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with a recurring alarm issue.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: review of the black box shows one (B)(4) alarm on (B)(6) 2015. An ezprime and 24hr duration test were successfully completed with no call service alarms being duplicated. The total daily dose adds up correctly and reflects the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering accurately and within range. There was evidence of internal moisture on the pcb. The complaint was confirmed in the pump history but not duplicated during testing. Returned battery cap/returned cartridge cap used to complete testing. The battery compartment is cracked below the bumper pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.